Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product related to the stuck guidewire or the spline bunching.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, when the catheter was deployed in the left atrium after inserting the into the body, it turned into a cobra shape. The catheter was removed from the body and reshaped, the wire got stuck and could not be moved. The catheter and wire were replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, when the catheter was deployed in the left atrium after inserting the into the body, it turned into a cobra shape. The catheter was removed from the body and reshaped, the wire got stuck and could not be moved. The catheter and wire were replaced, and procedure was completed without patient complications. The catheter has been received for analysis.